Manufacturer narrative:
It was reported that shortly following the insertion of the pd catheter, the patient experienced the peritonitis (dates unspecified). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the event with an unspecified anti-inflammatory drug intraperitoneally (dose and frequency were not reported). It was reported that pd therapy was ongoing during the treatment. On an unreported date, the peritonitis was resolved and the patient was recovered. At the time of this report, dianeal therapies were ongoing. No additional information is available.